Manufacturer narrative:
Device evaluation: sample returned was received at site. The za9003 model was cut as per initial report describes, only a half of the lens including the haptic was return. The haptic was observed in good conditions. The condition of the product would make it impossible to do testing. Product deficiency and malfunction could not be confirmed. The reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 +19.5 diopter intraocular lens (iol) once inserted into the patient's operative eye, it was noticed that the trailing haptic was broken off. Reportedly, the lens was cut out of the eye and a back-up lens (same model and diopter size) was implanted as a replacement. Additional information was received and it was learnt that there was no incision enlargement, no vitrectomy was performed and no sutures were used. There was no patient injury post-op. No further information was provided.